Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the ER due to a vibratory alert. No other symptoms were present. The device was interrogated and backup vvi was observed. A device download was performed successfully. The patient was stable and asymptomatic before, during and after the download and will be followed normally.